Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: rust around the lens and peeling cement on the objective lens, detach distal end of the bending section and peeling white indicators of the insertion tube probable cause is due to stress and degradation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited rust around the lens and peeling cement on the objective lens, detach distal end of the bending section and peeling white indicators of the insertion tube. There was no patient involvement.